Event description:
A report was received that the patient was admitted to the hospital due to hypertensive episodes. The patient had issues with balance, leg weakness, neck pain and hand shaking when the stimulation was on. It was also noted that the patient experienced itching and soreness at the ipg site. Computerized tomography (CT) scan showed lead compression to the spinal cord but the physician did not believe and was unsure what cause the symptoms. The patient was reprogrammed and was doing well.

Manufacturer narrative:
Additional information was received that there was no medical intervention done for the patient's spinal cord decompression or the symptoms noted at the ipg site.

Event description:
A report was received that the patient was admitted to the hospital due to hypertensive episodes. The patient had issues with balance, leg weakness, neck pain and hand shaking when the stimulation was on. It was also noted that the patient experienced itching and soreness at the ipg site. Computerized tomography (CT) scan showed lead compression to the spinal cord but the physician did not believe and was unsure what cause the symptoms. The patient was reprogrammed and was doing well.